Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin". Per tandem's t:slim x2g5 user guide: for example, the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Reportedly, the customer had filled the cartridge with 40 units of insulin. The customer added approximately 275 units of insulin causing the cartridge to be overfilled resulting in the cartridge leaking. A cartridge change was performed resolving the issue. Blood glucose level was 121 mg/dl.